Event description:
Bronchoscopy biopsy forceps would not open and close appropriately which yielded a poor specimen. Physician was able to obtain adequate biopsy with new bronchoscopy biopsy forceps. Sales representative present for procedure, witnessed the equipment malfunction and took malfunctioning forceps with him for manufacturer investigation. Manufacturer response for biopsy forceps, superdimention pre-marked biopsy forceps (per site reporter). Customer service contacted regarding equipment failure. Awaiting return call. Defective equipment was removed from facility to be transported for manufacturer investigation by sales representative.